Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized. Blood glucose value at the time of the admission was around 60 mg/dl. Customer also stated that she experienced high blood glucose and that her sensor was not working. It was unknown if the event was the result of high blood glucose or low blood glucose as she did not want to give any information and she made multiple comments of having high and low blood glucose. Customer declined to troubleshoot. Nothing further reported.